Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 550 laser fiber was used during a procedure for bladder stone performed on an unknown date. According to the complainant, during procedure, the tip of the laser fiber broke off inside the patient's bladder. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
One flexiva 550 laser fiber was received for analysis. Visual examination revealed that the exposed glass fiber tip measured approximately 0.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture that the tip or portion of the tip broke off. There was no damage noted along the body of the fiber and to the fiber face within sub miniature-a (sma) connector. The ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal tip was bright clear and scattered with effective transmission of 45.8%. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 550 laser fiber was used during a procedure for bladder stone performed on an unknown date. According to the complainant, during procedure, the tip of the laser fiber broke off inside the patient's bladder.